Event description:
It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove from the closure site. An attempt to remove the device using the access ports was unsuccessful. Assertive pull was used to successfully remove the device from the patient anatomy. The clip from the starclose se device achieved hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - operator untrained the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.